Event description:
It was reported that during a da vinci-assisted retroperitoneal nephrectomy, the surgeon accidentally nicked the iliac artery while localizing. The surgeon reported that the blood vessel was improperly identified during the procedure. It is unknown what specific type of vessel injury occurred and what instrument was involved. The patient required conversion to open surgical intervention; however, it is unclear what medical intervention was rendered due to the intra-operative complication. The patient was reported to be doing well after the procedure. The surgeon believed that there was no device, instrument, or accessory malfunction. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument logs was performed on 14-sep-2022 for a procedure on (B)(6)2022 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted retroperitoneal nephrectomy, the surgeon accidentally nicked the iliac artery. As a result, the surgeon elected to convert the procedure to open surgery. However, it is unknown what specific medical/surgical intervention was rendered due to the vessel injury. Although the initial reporter indicated that the surgeon had misidentified the blood vessel and there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred, the cause of the complication is unknown.